Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Batch # unk (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was circular stapler buttressing material utilized? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues noted with staple formation? If so, please describe the shape and location. What was observed at the site of the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the robotic assisted lap, a device was used to perform an end-to-end anastomosis. The spike was extended anterior to the staple line of the competitor device and the competitor staple line was not incorporated into the anastomosis. The device was closed until the tissue was compressed. Compression was held for thirty seconds, and compression was checked by confirming the tightening knob was tight. The stapler was fired and removed from the rectum with almost no tension on the anastomosis. Two complete, full thickness donuts were removed from the circular stapler. An air leak test was performed, and bubbles were confirmed coming from the anterior portion of the anastomosis. There was no visible hole. Three interrupted stitches were placed with suture. An air leak test was performed again, and no bubbles were noted. A precautionary diverting loop ileostomy was performed on the patient. The surgery was delayed by ten minutes.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2023. D4: batch # 197c34. Additional information was requested, and the following was received: what were the indications for surgery? Recurrent diverticulitis did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Pa, 2 years experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b was circular stapler buttressing material utilized? No were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check and the audible sounds were consistent with previous firings was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 (360x2) was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes, distal donut was complete but inconsistent thickness around the donut. The donut was lopsided. Was the staple line visualized endoscopically during the initial surgical procedure? Visualized laparoscopically but not rectally. Were there any issues noted with staple formation? No noted deformed staples what was observed at the site of the leak? There was no observable hole in the anastomosis, but air leaked through the anastomosis when the air leak test was performed (anastomosis was submerged under water while air was introduced through the rectum.) Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 197c34, and no non-conformances were identified.